Event description:
It was reported the distal tip of the device broke off during procedure. The tip was retrieved from the patient with the use of a retrieval device. No further information was disclosed.

Manufacturer narrative:
The subject device has not been returned to boston scientific for technical analysis. Therefore boston scientific cannot conclusively determine the cause of the user's experience. A reportable event type of "serious injury" has been selected in order to reflect recovery of the broken tip required the use of a retrieval device, not an injury sustained by the patient. The patient's condition has not been disclosed to boston scientific as of the date of this report.